Event description:
It was reported that a pump under infused while delivering medication to a pt in the medsurge care area. The customer stated that the device was programmed to deliver fluid over 8 hours, when the infusion was complete, medication remained in the container. There was no injury to the pt. No add'l info could bt obtained.

Manufacturer narrative:
(B)(4). Baxter's device eval is in progress. When complete, a supplemental report will be submitted.